Event description:
On 2025-jul-01, information was received from a patient receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that several months ago, the patient's handset lagged at 90% when trying to connect to the pump and took longer to bolus. The agent assisted the patient with clearing data and the patient was able to connect to the pump without issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that screen was getting stuck at 90 percent when they tried to get a bolus. The patient stated that this issue happened before. The issue returned the day after they called last time. The agent walked the patient through clearing the data and the patient was able to access the ¿myptm¿ without getting stuck at 90%. The patient will call back if further assistance is needed.